Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2026. The blockage was in the tubing. The blood glucose level was high, and the patient was treated with a correction injection via multiple daily injections (mdi). No further information available.